Manufacturer narrative:
The returned valve was patent. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. The valve met the requirements for pre-implantation testing. However, it did not meet the requirements for reflux testing and pressure flow testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use (IFU) that accompany the device caution that "shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." The valve also did not meet the requirements for leak testing due to a tear in the top of the delta chamber. The instructions for use that accompany the device caution that "care should be taken in handling the valves as silicone has a low cut and tear resistance." The IFU also cautions that "improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components." All valves are 100% tested at the time of manufacture. Approximately 51.5 cm of the peritoneal catheter was returned. It met the requirements for patency and leak testing. There was proteinaceous debris observed on the exterior of the peritoneal catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2015. According to the report, the pressure level settings of the device were found not to be working properly. It was reported the patient developed a subdural hematoma. The report stated the device was explanted on (B)(6) 2016 and replaced with a non-medtronic product. Reportedly, there was no injury to the patient. It was later reported that there was no allegation the lumbar and peritoneal catheters had malfunctioned or were not working properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.